Event description:
Reported via journal article. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up imaging procedure. The imaging showed that there was a 7.1mm device leak. No treatment or intervention was performed for this patient. The patient did not experience any complications as a result of this event. One year post procedure transesophageal echocardiogram (tee) imaging showed that there was a decrease in size of the leak.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Literature citation: branco mano, t., moura branco, l., ramos, r., fiarresga, a., timoteo, a. T., galrinho, a., ... & cruz ferreira, r. (2020). P182 bleeding complications in a rendu-osler-weber syndrome patient with atrial fibrillation-challenging serial transoesophageal echocardiography. European heart journal-cardiovascular imaging, 21(supplement_1), jez319-052.